Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo and 1 defective sample. 1-the photo shows blood oozing from the end of the septum. 2-the defective sample shows that the pinhole of the septum is not closed and leaking. Please see the attached photos. 2. DHR/bhr review lot#4052080. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at cfs package line in april 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-due to similar complaints received from other batches of products, the plant has launched CAPA to investigate the leakage at the septum. 3. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): there are no abnormalities in the intima ii process, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo and sample show leakage at the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm leaked through septum during use of the product, the isolation plug leaked blood. The affected quantity was 1 piece, and the sample can be returned. Photographs are available. A green claim is required, as is a complaint response letter and a complaint acceptance letter.